Manufacturer narrative:
The insulin pump passed most of the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test however, except for the self test due to a64 alarm faulty electrical component on the radio frequency board. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had frequent failed self-test alarm on the insulin pump. The customer also reported the insulin pump counting up once restarted. Customer's blood glucose was unknown. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.